Event description:
It was reported that post-op to the bowel resection procedure the patient had to be brought back due to bleeding near the staple line. Another anastomosis was done via stapling. The patient is doing better now. Doctor stated that he was unsure that if it was caused by the staple line but could not rule out that it did not come from the staple line.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: how was the post-op bleeding identified? Drop in patient hemoglobin, subsequent scan. How many days postoperative was the bleeding identified? Day 2 post-op. What was the total estimated blood loss (ml)? About 1 liter estimated when re-operation occured. Was a transfusion required? Yes. How was the bleeding addressed? Bleeding was addressed by doing another operation in or, another anastomosis was completed. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Believed to be extraluminal. Were there any issues noted with staple formation? If so, please describe the shape and location. No apparent issues with staple formation that could be seen. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.